Event description:
It was reported that a user experienced hypoglycemia with a fingerstick value of 40 mg/dl, then self-treated and overtreating led to hyperglycemia with subsequent readings of 277 mg/dl (209 mg/dl via glucometer) while using the ilet. The user also reported a suspected blood glucose inaccuracy and was using oral glucose and food to correct the low. Symptoms included hypoglycemia, hyperglycemia, and vomiting attributed to overeating rather than glucose level and no other reported symptoms. Outcomes included stabilization of blood glucose to 131 mg/dl with no further assistance required and no medical intervention or hospitalization. Investigation included complaint handling, troubleshooting, and education provided by customer care, including a supply change and follow-up. Investigation of this case revealed user-related overtreatment of hypoglycemia with no device malfunction confirmed. It was concluded that the event was due to user management of hypoglycemia with overtreatment and that the device functioned as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.